Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verioflex meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained during a follow-up call with the patient¿s husband (the reporter). The patient alleged that the meter began reading inaccurately high at about 2am on (B)(6) 2016. The patient manages her diabetes a fixed amount of lantus insulin in the morning and at night, and with fast acting insulin (name unavailable) with each meal. The patient adjusts the fast acting insulin based on her blood glucose levels and carbohydrate counting. The patient tests her blood glucose levels 8-10 times per day and normally expects levels around ¿5.0-10.0 mmol/l¿. The reporter indicated that prior to the reported incident, the patient¿s blood glucose levels had been ¿fine¿ and he thought the patient had followed her usual diabetes management routine. The reporter claimed that at about 2am on (B)(6) 2016, prior to the start of the alleged inaccuracy issue, the patient had a ¿seizure¿ with symptoms of ¿dilated pupils, shallow breathing/shortness of breath and her left leg was twitching¿. The reporter claimed that the patient¿s blood glucose level was tested using the subject meter and an alleged inaccurately high result of ¿5.4 mmol/l¿ was obtained. The reporter claimed that the emergency medical service (ems) was contacted and a blood glucose result of ¿1.1 mmol/l¿ was obtained on the ems meter, no more than 10 minutes from the result on the subject meter. Based on statistical methodology, the calculated difference between the reported results falls outside lfs¿ accuracy criteria. The reporter indicated that the patient was treated with ¿glucose gel packs and IV fluids¿ by a healthcare professional (hcp) at the house at about 2:24am on (B)(6) 2016. The reporter also indicated about 30-40 minutes later, at about 3:15am on (B)(6) 2016, blood glucose results of ¿13.x and 19.x¿ were obtained on the subject meter. The reporter stated that he was unaware of anything which may have caused or contributed to the onset of his wife¿s symptoms. At the time of troubleshooting, the csr noted that the meter was set to the correct unit of measure and the ¿control test¿ had not been manually selected. The csr confirmed that the patient¿s test strips had been stored correctly and the test strip vial was not cracked or broken. The patient described the correct testing steps and she confirmed that she had used an approved sample site to obtain the blood samples. The patient did not have control solution available to test the meter and test strips and the issue remained unresolved. Replacement products were sent to the patient. The complaint is being reported based on the following conclusions: although the patient¿s reported symptoms occurred prior to the start of the alleged issue with the meter, it cannot be ruled out with all certainty that the meter may have been reading inaccurately prior to this time, causing or contributing to the symptoms the patient reported.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.